Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Age or dob: (B)(6). According to the reporter: during a sleeve gastrectomy, the first egia60amt would not fire. Handle light showed ready to fire, but load never did fire., next load only partially fired. New load fired fully, next load partially fired. A different idrive was used. New load only partially fired, new load was placed and fully fired, next load would stop and go. A third handle was placed on the table. The rest of the loads would either fire very slowly or would stop and go. Current patient status: stable.